Event description:
78 y/o female admitted for elective take down of left arthrodesis and left hip arthroplasty. In recovery room pt had chest pain. Four hours later pain continued and pt was taken to cath lab. Angiograms noted acute occlusion at the mid rca at previous stented segment. Area was ballooned, flow noted, but pt respiratory arrested. Pt was intubated, coded and pressure could not be re-established.